Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. No product was returned but a picture is available. It can be confirmed that the instrument is fractured in the spring-shaped area and is in a bloody condition. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item/s. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available picture, the reported event can be confirmed. A root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that in a hip procedure the surgeon was drilling for screws when the drill shaft snapped distally near the drill bit attachment. No piece was left inside the patient. Diligence is completed and no further information on the reported event has been provided.